Manufacturer narrative:
Common device name: niu stent, superficial femoral artery, drug-eluting.

Event description:
According to the initial reporter, initial intervention was performed over 1 year ago. Patient was brought back in for an additional procedure (it is unknown if the additional procedure was device related), and when performing the additional procedure it was discovered by images the stent had a circumferential fracture in two pieces and had 2cm of space in between the two fractured pieces. The physician believes the suto -aneurism was caused by the stent fracture and due to the stent fracturing they placed a covered competitor stent over the aneurism.